Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they were hospitalized due to high blood glucose. The customer blood glucose level was 580 mg/dl at the time of incident and the current blood glucose of the customer is 250 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain and difficulty breathing. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer had using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.